Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges waking up lightheaded every morning. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer. Software was upgraded and error log was cleared. No other device problem was found. The manufacturer's investigation is ongoing. Three gfe attempts has been made to answer generic harm questions. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was set at pressure 4.0.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleges waking up lightheaded every morning. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was one error code found. The manufacturer service center concludes that unit passed final test. Describe event or problem was corrected in this report.